Event description:
It was reported that drop in r-wave amplitude measurement was observed post-procedure. The patient had been stitched up and the pocket had to be re-opened. It was noted that the lead was having no slack in it. Lead micro-dislodgement was suspected. The lead was re-positioned successfully. There were no adverse consequences to the patient.